Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow-up, it was reported that the patient was discharged from the hospital 26 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The same day as the event onset, the patient was treated with ceftazidime injection (1gm, once daily, ongoing) for peritonitis. Six days after the event onset, the patient was hospitalized due to another indication. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.